Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform an unspecified reading issue with the freestyle libre 2 sensor. The customer reported the sensor was reading 50 mg/dl different from unspecified capillary meter, and due to this customer became unwell with a glucose result of 200 mg/dl from unknown device. The customer indicated requiring third-party treatment; however, the customer was unable to be contacted for further information. There was no report of death or permanent injury associated with this event.